Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37751, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that there was a recharger issue. The patient had an overdischarge some weeks ago. With a physician mode recharge (pmr) the ins was fully recharged. After switching the ins on with the clinician programmer, the patient went home. Some days later the patient felt discomfort due to high stimulation but they didn¿t have the patient programmer (pp). The patient tried to switch off the ins with the recharger but it didn¿t work. The patient went to the hospital where the physician switched the ins off with the clinician programmer. It was noted this event occurred on (B)(6) 2017. It was unknown if there were any external factors that contributed to the event. No diagnostics or troubleshooting was performed. The recharger will be replaced in the future. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. The rep reported three weeks later that the recharger was not replaced. It was unknown if the discomfort was due to high stimulation, sudden change or gradual change. It was unknown if there were any factors that caused the high stimulation. No diagnostics or troubleshooting had been done yet, but the physician will plan a follow up visit soon. No actions or interventions have been taken or planned. The patient was not receiving effective therapy, as the ins was switching off. The issue has not been resolved yet.